Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that at the end of the implant procedure once the pocket was closed, air bubble artifact was observed in secondary vector. Defibrillation threshold (dft) test was performed, ventricular fibrillation (vf) was induced, and this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an effective 65 joule shock with an impedance of 51 ohms. It was noted that touching the tip of the electrode reproduced the artifacts. The physician decided to turn therapy off and keep the patient hospitalized and monitored. The device was checked the following day, and since no other artifacts were observed, the s-ICD was activated and the patient discharged. No additional adverse patient effects were reported.

Event description:
It was reported that at the end of the implant procedure once the pocket was closed, air bubble artifact was observed in secondary vector. Defibrillation threshold (dft) test was performed, ventricular fibrillation (vf) was induced, and this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an effective 65 joule shock with an impedance of 51 ohms. It was noted that touching the tip of the electrode reproduced the artifacts. The physician decided to turn therapy off and keep the patient hospitalized and monitored. The device was checked the following day, and since no other artifacts were observed, the s-ICD was activated and the patient discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.